Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread before use.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 open samples with the needle detached from the thread (threads are still wound on the pack and aluminum pouch is missing). Although without any closed sample we cannot carry out an analysis in order to take a decision, considering the open samples received with the needle detached from the thread and the thread is still wound on the pack in all samples, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: taking into account the defective samples received, we conclude that this complaint is confirmed by evidence of the failure in the open samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.